Event description:
The facility's biomedical engineering dept reported an infusion pump with 812:00 failure code. According to biomed, the reported failure did not occur during pt use and no pt injury or medical intervention had been reported. Biomed stated they have no record of any pt incident involving the pump since the last baxter service event.